Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6) 2013, it was reported that the display segments on the patient's humapen memoir insulin injection pen could not be seen. Randomly the whole display was blank. This humapen memour burgundy pen is associated with (B)(4) for lot 1005c02. The operator of the pen, training information, and duration of use were unknown. The humapen memoir burgundy model ms9660 was returned on (B)(4) 2013. Update (B)(6) 2013. Additional information was received on (B)(4) 2013, from the product complaint safety database. Lot number a541329 was corrected to 1005c02 for product complaint (B)(4). Updated the product tab for (B)(4) and updated the narrative with the change.

Manufacturer narrative:
No further follow-up is planned. Narrative field: new, updated, and corrected information is referenced. Please refer to update statement(s) dated 16-jul-2013. Evaluation summary a consumer reported that some segments could not be seen in the display of their humapen memoir device. Investigation of the returned device (batch (B)(4), manufactured may 2010) found missing segments in the ten's dose digits of the display when the temperature was elevated above room temperature and determined the root cause was a deficient bond between the interconnecting lcd cable and the lcd glass. A house sample review did not identify any other devices with missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A process improvement was implemented in q3 2010 beginning with batch (B)(4) in which an additional on-line control station was added to further improve detection of missing segments. In addition, a process improvement was implemented in q1 2012 beginning with batch (B)(4) to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4) this case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication. On (B)(6)2013, it was reported that the display segments on the patient's humapen memoir insulin injection pen could not be seen. Randomly the whole display was blank. This humapen memoir burgundy pen is associated with pc 2634244 for lot 1005c02. The operator of the pen, training information, and duration of use were unknown. The humapen memoir burgundy model ms9660 was returned on 19jun2013. Update 21jun2013. Additional information was received on 21jun2013from the product complaint safety database. Lot number a541329 was corrected to 1005c02 for product (B)(4). Updated the product tab for 2634244 and updated the narrative with the change. Update 16jul2013: additional information was received on 15jul2013 from the product complaint safety database: added device analysis summary, updated the EU/ca fields and the medwatch fields.